Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone18.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with diabetic ketoacidosis while wearing the pod between 4 and 24 hours. The patient reported that the pod had fallen off the infusion site (abdomen), causing the cannula to dislodge. Reported symptoms include stomach pain, vomiting and diarrhoea. The patient was treated with intravenous fluids and an unspecified medication for nausea. The patient was released later on the same day.